Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was under delivering. The blood glucose was 167 mg/dl at the time of the incident. Customer stated that, the insulin pump has been going on for well over a month, probably is usually fills pump 114 units gets down to 33-35 units left, blood glucose begins to escalate, increases basal and bolus shots every 2.5 hours. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under or over delivery anomaly noted and passed the delivery accuracy test.